Manufacturer narrative:
The user experienced severe hyperglycemia with ketones requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient IV treatment is consistent with acute metabolic decompensation requiring medical management. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts impacting insulin delivery. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data demonstrated expected high glucose alerts, cgm signal interruptions, cartridge changes, and infusion set changes occurring during the event timeframe. The user reported concerns regarding incorrect or misleading pump information and believed the pump was not functioning properly; however, engineering review did not identify evidence of incorrect insulin delivery or pump malfunction. Based on available information, the event remains cause not established with respect to device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with ketones and blood glucose (bg) levels reported as high as 600 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV therapy and insulin injections, and discharged on (B)(6) 2026. No long-term health effects were reported.